Manufacturer narrative:
The reported event of intermittent loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-29735; 2017865-2021-29738. It was reported that a loss of capture was observed on the right ventricular (rv) lead. The patient experienced syncope due to the event. The rv lead was explanted and replaced to resolve the event. The patient was stable.